Manufacturer narrative:
Philips service replaced the suite pc and reloaded the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that suite pc failure caused imaging system downtime on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.